Event description:
It was reported that the device shows intermittent red cross. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair the bench technician evaluated the device and determined the processor board requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor board which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device shows an intermittent red cross. There was reportedly no patient involvement.